Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device outer plastic ring came off and the foot pedal stopped working during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of air switch unit. Based on the results of the investigation, it is likely that this event is caused by a component failure of air switch unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.